Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (onetouch verio2) read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of between "137 and 167mg/dl" with the subject meter. The other meter results were not provided however. The comparison was performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.